Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, for the first firing in lobectomy, the surgeon connected the reload to the handle and the surgeon tried to fire the device to pulmonary parenchymal, however could not squeeze the handle at all. The thickness of the tissue was appropriate to the reload. Replaced by a new handle and a new reload and the firing was completed. The surgical time was extended by less than 30 minutes. No patient injury.